Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported a patient to have foggy vision and inflammatory exudate. The surgeon performed a subconjunctival steroid injection as well as topical medication. The device remains implanted.